Event description:
Boston scientific received information that both this right ventricular (rv) and right atrial (ra) lead were explanted due to noise and related oversensing. The oversensing prior to explant had been linked to periods of asystole greater than 2 seconds; however, did not result in adverse patient effects and x-ray imaging, revealed no product anomalies. The patient was successfully implanted with another boston scientific rv and ra lead. Both explanted leads are intended to be returned for a post market assessment.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut in the outer insulation 16.5 cm from the terminal pin, where blood had infiltrated into the outer conductor coils. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no further anomalies. Laboratory testing did not reveal any abnormalities that would result in noise and oversensing on this lead.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.